Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated and the patient was diagnosed with pulmonary embolism post filter implant, thrombus above the filter and reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant, thrombus above the filter and reportedly experienced abdominal pain. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twenty-four days of post-deployment, a computed tomography (CT) chest, abdomen, pelvis with contrast was performed and it revealed that the arms of the filter extend beyond the inferior vena cava lumen. Thrombus was present within the bilateral gonadal veins which are mildly expanded. The right gonadal vein joins the inferior vena cava just cranial to the filter. Pulmonary embolus within the left lower lobe, clot burden stable to minimally decreased in the interval. Around , seven months and twenty one days later, the patient complaints of right upper quadrant pain and right lower quadrant pain, a computed tomography (CT) chest, abdomen, pelvis with contrast was performed and it revealed there was thrombus within the inferior vena cava above the filter and at the level of the filter. There was extensive thrombus with both iliac veins and common femoral veins. Around, twenty nine days later, the patient complaints of abdominal pain a computed tomography (CT) abdomen and pelvis was performed and it revealed the previously described thrombus within the inferior vena cava was sub optimally evaluated but likely still present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.